Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing low blood glucose level 47 mg/dl , 48 mg/dl and 51 mg/dl. Customer was alleging that insulin pump was over delivering. Customer stated that insulin pump was delivering more than exact amount of insulin. Customer was using insulin pump within 48 hours of reported event. Customer did all possible troubleshooting for low blood glucose level. It was unknown if insulin pump was on auto mode. Device will not be returned for analysis.